Event description:
This problem actually involves two events with the bair hugger warming unit. On april 22, 1997, a seven year old female underwent posterior spinal fusion. During the procedure a bair hugger warming unit was used in the operating room. The pt suffers from cerebral palsy and it is recognized that her skin intergrity is of poor quality. In addition, her lower extremities are also compromised. Following the procedure when the bair hugger blanket was removed from her legs it was noted that her skin was red on the posterior portion of her legs and feet with her toes being dark and there were raised areas of skin on her feet. The warmer was set at medium, 38 degrees. The physician determined that she suffered first degree burns on her legs and toes and that her left heel was slightly blistered. She was transferred to the pediatric intensive care unit where the burns blistered and ointment was applied on a routine basis. The orthopaedic surgeon determined there was no need to consult a plastic surgeon. On may 1, 1997, a second event occurred with a posterior spinal fusion pt. This 11 year old female underwent surgery on may 1 and when the bair hugger blanket was removed both of her legs were noted to be red and mottled. This pt also suffers from cerebral palsy and is somewhat compromised. She did not suffer from burns as did the first pt.